Event description:
Pt arrived from an outside facility on (B)(6) 2012 intubated and on mechanical ventilation. On (B)(6) 2012, rn notified respiratory therapy due to concern for a "leaking" endotracheal tube. Pt was not maintaining tidal volumes. Physician was called and replaced the endotracheal tube without complications. Ett that was removed was inspected and a tear was noted on the tube at 19cm's. Ett had been at 25cm's at lips prior to event. No adverse outcomes for the pt.